Event description:
It was further reported that the patient did more activity than was first allowed after device implant. It was noted that the patient is taking part in the product surveillance registry study.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 implantable pacing lead (B)(6) 2013 4296 implantable pacing lead (B)(6) 2013 d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was further reported that a device check and x-ray on (B)(6) 2014 showed that all of the patient's leads dislodged. The left ventricular (lv) and right ventricular (rv) and atrial leads were not sensing or pacing. The leads were all explanted and replaced.